Event description:
In a subtotal gastrectomy procedure after the cs29 stapler had been fired, it was noted that the device had transected the tissue, but did not deploy staples. Another device was used to complete the procedure.

Manufacturer narrative:
The cs29 was returned to the manufacturer without the cut ring. Visually, everything else was according to specifications. Contrary to what was reported, the device also showed evidence of having deployed staples. When the device was reloaded and fired, it produced acceptable staple formation and proper transection of the test medium. The reported complaint could not be duplicated. Evaluation summary: cs29 was reloaded with new staples, calibrated normally, opened fully, closed for firing range and fired acceptable staples in to 3 layers of 1/16 uline foam. The firing sequence completed, the staples were properly formed and knife transected fully. Pockets showed staple formation.